Manufacturer narrative:
(B)(4). No device returning. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, there was a cutting clip. No further detail. Bleeding mentioned but impossible to get further information despite several attempts. Another like device was used to complete the procedure. No device is being returned.